Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump's battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/30/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2015 with the following findings: a review of the black box data showed multiple replace battery alarms related to post-delivery motor power supply fault. No evidence of short battery life was observed. The pump was able to successfully complete the ez prime steps with no alarms or battery. The complaint was not duplicated during testing. The pump cover was opened and moisture corrosion was found on the printed circuit board, force sensor plate, and transceiver board. Unrelated to the complaint, the audio bolus button cover was torn.